Manufacturer narrative:
(B)(4). Note: according to the event description two different hc500 were used. This 3500a relates to the use of the replacement hc500. The use of the first hc500 device was reported separately under manufacturer report number 9611451-2009-00132. Method: performance, calibration, and electrical safety tests were carried out on the returned hc500 respiratory humidifiers. An investigation was carried out based on the test results and the event description. Results: the hc500 units operated normally during the performance, electrical safety, and calibration tests. Conclusion: no fault was found with the operation of the returned hc500 respiratory humidifiers. We have referred this complaint to the manufacturer of the breathing circuit.

Event description:
A healthcare facility in (B)(6) reported that an airlife breathing circuit melted when set up with an hc500 respiratory humidifier. It was further reported that the airlife breathing circuit started melting again when a replacement hc500 was set up. No patient consequence was reported.